Event description:
It was reported that an ilet user called about persistent beeping and, upon review of alarm history, noted a previously dismissed occlusion alert; the user did not believe blood glucose was affected due to a recent meal, planned to monitor values, and would change the infusion site if glucose appeared impacted, with a reported blood glucose of 229 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a reported lack of effect and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.